Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to 300 mg/dl between 36 and 48 hours of wearing the pod. The reporter stated that the pod did not deliver insulin which resulted in high bg levels. The patient sought medical attention on (B)(6) 2025. The patient was experiencing shortness of breath, palpitations, sweating, weakness, and deliriousness. The patient was hospitalized for 2 days and was treated with intravenous insulin injections until the levels decreased. The pod was removed from their arm and the patient reported there was nothing unusual observed with the pod and cannula. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.